Event description:
It was reported that during a unknown procedure, the threaded stud was found to be broken. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.